Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the touchscreen does not respond, a system message displayed and the remote control does not activate laser function. The laser portion was not performed and the case will be done following service to the system.

Manufacturer narrative:
Additional information: the operator¿s manual includes a warning: good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. The operator¿s manual includes a warning: the equipment used in conjunction with the system consumables constitutes a complete system. Use of consumables other than consumables may affect system performance and create potential hazards. The system communicated the sm. The system communicates information to the user through the display of system messages which are displayed and described to the user as faults, errors, advisories or system information. These terms are used to classify the level of response required to ensure fail-safe operation of the system. The presentation of a system message alone does not indicate that a malfunction has occurred. System messages typically occur when the system detects a condition that is not met but is required for the system to continue. System messages and associated actions are intended functions presented as a precursor to mitigate an unanticipated condition. The company representative observed the system could have been rebooted to restore the laser function. The surgeon decided not to reboot and the case was completed without completing the laser treatment. No patient harm was reported. As an interim resolution, the company representative provided a demo unit. The system was examined sometime later. The company representative did not indicate finding any issues that would be associated with the reported event. However, the printed circuit boards (pcb) components were replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 26, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
The patient was having surgery for a repetitive retina tear (unknown cause) and scheduled for silicone oil injection with viscous fluid control (vfc). The surgeon stopped the surgery and asked for troubleshooting assistance. The surgeon was recommended turning off the system and turning it back on again. The surgeon would not do this because she feared a possible collapse. She was assured that during shut down, the pressure would be maintained at 35mmhg and a collapse would not occur. However, the surgeon chose not to do this and cancelled the laser treatment. The patient will be closely monitored by the surgeon. The case will be done following service to the system. Additional information was requested and received. This is one of two reports being filed for the same system. This report refers the event occurred on (B)(6) 2016. The alcon reference numbers are: 2016-89934 and 2016-89568.